Event description:
A negative antibody screen was reported on the abs2000 for a patient with a previously identified anti-jka. No medical action was taken based on the results.

Manufacturer narrative:
The event occurred on 9/24/2006 but was not reported until 11/10/2006. The customer tested the patient sample manually using the same lots of capture reagents used on the abs2000 and the antibody screen was negative. The patient sample was tested by tube method using panoscreen reagent red blood cells and 1+ reactivity was seen at the antiglobulin phase with jk (a+) red cells. The customer also performed antibody identification testing using panocell and the sample demonstrated 1+ - 3+ reactivity at the antiglobulin phase with jk (a+) red cells. The customer verified the instrument is performing to specifications. The customer did not send patient sample for investigation testing. It is not possible to rule out the sample as a cause of the event. The package insert for capture-r ready-screen states: "negative reaction will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."